Event description:
It was reported that the pt experienced a loss of stimulation overnight. The pt reported that they were getting normal screens. It was also reported that the pt experienced high impedances (>3600ohms) on electrodes 1, 3, 5, and 7, and on all pairs with electrodes 3, 5, and 7. Group impedances were #1: 0-1+2-450pw/3.9v/65hz; impedances were <70ohms and #2: 0+4- 450pw/4.6v/65hz; impedance were 362ohms. Additional info has been requested from the hcp, but was not available as of the date of this report.